Manufacturer narrative:
Other, other text: additional information was received indicating the issue was found during annual maintenance. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed tamper seals were removed, and bottom case was cracked. Functional testing involved occlusion testing and it was found that the clutches were slipping and "check clutch error" occurred. The investigation determined that normal wear was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The lead screw and both clutch halves were replaced., corrected data: d10 updated.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump failed clutch test during occlusion testing. No patient injury reported.